Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6: explant date: unknown date. No further information could be obtained despite good faith efforts. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7072979. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7075620. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.